Manufacturer narrative:
Part number #317-75 is not distributed in the united states; however is a device of essentially identical design distributed in the united states. Applicable 510k# for united distribution part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff deflated during pt use. Extubation and reintubation of a replacement tube was required.